Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient ignored an occlusion due to which he experienced high blood glucose level. Therefore, he tried to change his site, but on (B)(6)2023, the patient went to the emergency room and was subsequently hospitialised due to diabetic ketoacidosis. His highest blood glucose level of was over 1000mg/dl at the time of the incident. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6)2023, the patient was released from the hospital with no permanent damage. No further information was available.